Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The product was not returned; therefore, the reported event could not be verified. Based on the evaluation, a device malfunction could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the reported abutment had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number for the reported abutment for similar events and no other complaint was identified. DHR review for the concomitant had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the concomitant implant for similar events and no other complaint was identified. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Tsvwh13, impl tapered scr-v ha 4.7 mm 4.5mm 13mm, lot number 61728137. Therapy date unknown / not provided. Initial reporter¿s title and last name are not provided / unknown.

Event description:
It was reported that abutment fractured inside the implant. Tooth site#3 (universal).